Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer declined a system check from tandem technical support. Reportedly, the customer changed supplies and successfully resumed insulin delivery. The customer's blood glucose was 242 mg/dl.